Event description:
Report received of catheter balloon rupture after insertion into pt. After the catheter had been in place for thirty six (36) hours with ability to obtain wedge pressures, an attempt to maintain a wedge pressure was unsuccessful. When staff pulled back on the syringe, there was blood return in the syringe. Upon removal of the catheter, it was noted that the balloon had ruptured. Staff reports that the thermal coil function of the catheter never worked while catheter in place. There was no difficulty with catheter insertion. Staff did not report any obvious visual abnormality of the catheter or balloon following its removal. There was no harm or injury to the pt related to this incident. Customer contact reports exact event date not recalled. Reports that pt has since expired due to preexisting hemodynamic instability and complications related to presenting injury. No further information was available.